Event description:
The customer called with a complaint that maybe the batteries on spouse's meter are low because the number in the 100's position is fading in and out. Customer stated that they couldn't tell if the meter was reading 46 mg/dl or 146 mg/dl. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line.